Manufacturer narrative:
Additional manufacturing narrative: attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted, additional manufacturing narrative (if other): , corrected data:

Event description:
The customer reported they just don't pick up and read as well as the old ones do". Lance described a recent incident involving a compromised baby that they were unable to get a spo2 reading using a rd neo sensor and the radical-7 on three different sites. (B)(6) hospital was the receiving transport team. Once onsite the transport team was able to successfully obtain an spo2 reading using a lncs neo sensor and a ge dash monitor. No patient impact or consequences were reported.